Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. However, it is likely that unintentional user error contributed to the fracture since the tip of the oad reportedly came into contact with the tip of the guide wire. The diamondback 360 peripheral orbital atherectomy system instructions for use manual warns, "never advance the orbiting crown to the point of contact with the guide wire spring tip. Distal spring tip detachment and embolization may result. Make sure there is a minimum of 10 cm between the guide wire spring tip and the distal end of the shaft." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A peripheral atherectomy device (oad) and viperwire guide wire were used for treatment of lesions in the anterior tibial artery via ipsilateral femoral access. The lesions occluded the vessel at the level of the ankle, and the foot was gangrenous. Four low-speed treatments were performed. The guide wire fractured after the oad came into contact with the spring tip of the wire. A snare was used to remove the fragment, and the procedure was completed with a second guide wire.